Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) between 300mg/dl and 400mg/dl with chest pain, extreme thirst, excess urination, and trace ketones associated with an intermittent power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter stated that the battery compartment was cracked and the battery cap could not be tightened. The battery cap was reportedly replaced in the last four to six months. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an intermittent power issue.